Manufacturer narrative:
Investigation is not required as the customer did not provide lot numbers and expiration dates of home tests. Customer has not responded to email sent on (B)(6) 2022 requesting this information.

Event description:
False positive result(s). Customer stated that he received replacement kits and used ours and received a positive test results. Took two additional tests (other brands) and both came back negative. Did not have pcr taken..customer stated that he received replacement kits and used ours and received a positive test results. Took two additional tests (other brands) and both came back negative. Did not have pcr taken..